Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Job title of the initial reporter is interim or manager. Event happened around end of may or early june. Device was inspected before and after the issue occurred and no abnormalities were noted. Device had not been dropped and all the connections were secure. A scope was put into the leg to see if there was any difference to the image issue. Set up was completed with another similar device. There was no impact on the intended therapeutic procedure. There was no patient involvement and no one else had any adverse impact because of this event.

Manufacturer narrative:
The manufacture date is apr 23, 2009 and not july 19, 2009. This supplemental report is being submitted to provide this information.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing or at the time of shipment. The instructions for use (IFU), precautions against frozen or lost endoscopic images, includes: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The instructions for use (IFU), connecting, includes: turn the video system center off. It is likely that wear and tear has also contributed to the issue as the device is 11 years old.

Manufacturer narrative:
There is no additional information available for this event yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was noted that there was no image. This is attributed to a faulty charge coupled device (ccd) unit. In addition, noise was observed while the cable was used on a known-good ccd unit; hence there was shortage in cable as well.

Event description:
As reported for this event, during preparation for use, the device did not work; there was no clear image. There is no patient involvement.